Event description:
It was reported that the patient experienced hypoxemic respiratory failure and cardiac arrest. The patient expired on (B)(6) 2018. There is no known allegation from a health professional that suggest the death was related to the device. No additional information was available.

Manufacturer narrative:
Analysis was normal, no anomalies were found.

Manufacturer narrative:
Should have included patient code for - death.

Event description:
New information received indicates the device was removed (B)(6) 2018 post mortem. No further information is available.